Manufacturer narrative:
Concomitant medical products. Model: 419378, lead; implanted: (B)(6) 2004. Model: d274trk, crt-d; implanted: (B)(6) 2011. Model: 4568-45, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance and oversensing noise was seen on recorded episodes. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.